Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her insulin pump display went blank during a bolus attempt. The display soon returned on the exact same bolus menu. The patient's blood glucose at the time of incident was 93 mg/dl. The customer also noted that she when rewinds the device the motor sounds louder than usual. The customer had also inserted a new battery the previous afternoon and the battery was already at three bars. The device alerted weak battery and low battery. The device was not currently blank but the cause of the anomaly is unknown. The battery cap was not damaged or corroded. The customer was advised to monitor the insulin pump and call back if issues recur. No products were returned and a replacement battery cap was shipped to the customer.